Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2014; 7120-65 competitor lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and undersensing. The lead was repositioned due to dislodgement and remains in use. No patient complications have been reported as a result of this event.